Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant cardioverter defibrillator explant procedure due to normal battery depletion. Prior to surgery, fluroscopy was performed to evaluate lead integrity and it was noted that the right ventricular - rv lead had externalized conductors. The rv lead was capped (B)(6) 2020 and replaced. The patient was in stable condition before, during, and after the procedure.